Event description:
The provider states he deployed closure device and the device seemed to deploy awkwardly, "the string kept pulling." No issue found with the device function. Closure achieved as expected.